Manufacturer narrative:
No button error alarms were noted. However, the pump had no button response due to corroded keypad traces. The pump also had a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip, and moisture damage on the lcd board.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 136 mg/dl. The customer was playing hockey prior to the event. Advised replacement of the insulin pump and to revert to their back-up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.